Event description:
It was reported the stimulation was turned off. It was stated the patient had noticed they were shaking a lot 3 days prior to report. It was noted they didn¿t know when it actually turned off. It was stated the symptoms began after a CT scan. It was stated there were no power on reset (por) codes. It was noted the stimulation was on during the scan. It was stated the battery level was good.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was still turning off. The patient started to notice the increased shaking within the last 12 to 24 hours prior to report. The doctor saw the patient 2 days prior to report and the ins was on at the end of the session. When the doctor saw the patient on the day of report due to the increase in symptoms, the ins showed as ¿off¿ upon interrogation. They did not see any error warnings but they did see a notification that they should ¿check ins clock.¿ the doctor reset the ins clock but saw no other errors. They did not think that the patient accidentally turned the ins off but they weren¿t sure. An impedance check was run and it showed: c,0 1798 ohms c,1 1435 ohms c,2 1379 ohms c,3 1736 ohms 0,1 2450 ohms 0,2 2797 ohms 0,3 3780 ohms 1,2 1937 ohms 1,3 2843 ohms 2,3 2290 ohms therapy impedance: 1859 ohms.

Event description:
Additional information received reported the cause of the event was presumably the CT scan but it was not certain. It was noted there were no abnormal impedance measurements. It was stated the patient had tremors. It was noted the patient did not require hospitalization due to the event and the patient outcome was no injury. It was stated the patient had been shaking several days prior to report. It was noted the patient had right upper extremity shaking and some head tremor. It was stated there were no electrode impedances out of range.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va01we5, implanted: (B)(6) 2013, product type: lead. (B)(4).